Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. Circulation pump without function. Circulation pump replaced. The device passed the procedure and can be placed back into normal use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The initial reporter phone number that is provided is (B)(6). The complete initial reporter facility name is (B)(6) hospital. Correction: b, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was leaking. Per follow up information received via mail on 15apr2025, device would be repaired in the hospital by crs. No patient involvement. Per sample evaluation results received via task on (B)(6) 2025, it was reported that there was a circulation pump without function.

Event description:
It was reported that the arctic sun device was leaking. Per follow up information received via mail on 15apr2025, device would be repaired in the hospital by crs. No patient involvement. Per sample evaluation results received via task on 22may2025, it was reported that there was a circulation pump without function.

Manufacturer narrative:
The initial reporter phone number that is provided is (B)(6). The complete initial reporter facility name is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.